Event description:
Customer reported an rh discrepancy on the abs2000. An a, rh positive pt was reported as a, rh negative on the abs2000. Customer stated they did not have a historical type; the pt was found to be a+ postive after a retype was performed. The manual retype testing was first performed with anti-d (monoclonal blend) series 4 and resulted in positive reactions. Additionally, the testing was repeated manually with both anti-d (monoclonal blend) series 4 and series 5 and both were positive.

Manufacturer narrative:
Customer sent results files for the pt in question. Review indicated specimens from the pt in question resulted negative with both anti-d (monoclonal blend) series 4 and series 5. Customer did not return sample for investigation testing. It is not possible to rule out sample condition as the cause of the event.